Manufacturer narrative:
MFR visited the hospital on (B)(6) 2008 and, in conversation with the nursing team and medical director, confirmed that the cannulaide was not the cause or a contributor to the observation provided by the users at (B)(4). To date, the MFR has not received similar reports of incidents from use of their devices at other facilities.

Event description:
"We had three diaphragmatic hernia patients in the same room, all on CPAP. We noticed these all had circulation dropping. One was re-intubated and one had prongs dislocated and on the side of the face, with respiratory problems". "We had two more incidents the same day. After, we kept an eye on some other patients and noticed a couple more problems. When handling the baby, its spo2 dropped. I observed this myself. The prongs had moved about 1cm from the nose. There was still pressure on the CPAP system so we didn't see this right away. The baby was getting blue. It took about two minutes to figure it all out. As soon as we put the prongs in the baby's spo2 went to 100%". "We think these three babies were unstable, they always are. When prongs are in the wrong place, these diaphragmatic hernia patients always have problems, but other babies might not. We think we found it because we had three critical patients at one time in one room. Because we had three patients, now we know it's the cannulaide. When prongs come out without the cannulaide, the CPAP alarms. Also babies are getting enough o2. The re-intubation may or may not have been due to this issue, we can't be sure".